Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The patient experienced diaphragmatic stimulation and the physician also noted that the patient was no longer responding to biv pacing. A revision procedure was done to replace the lead. This lv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.